Manufacturer narrative:
Device manufacture date is unk. An investigation is in progress for lens tears.

Event description:
The foam tip plunger of an msi-fp injector overrode a cc4204bf model lens, , diopter +26.5, while it was being inserted and tore the lens. The lens was partially in the eye and the surgeon was able to remove it without incision enlargement or patient injury. An sfc-25 fp cartridge was used, lot number unk.